Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported that the display starts to "shake as for the old tv" after one hour of operation. Received videos and screen shots, it is visible that the old bios version and swissbit ram are installed. Customer was provided with the new bios update to improved ram timing.

Event description:
Customer reported that the bellavista 1000 experienced display - scrambled screen, no alarm. There was an unknown patient involvement with this reported event.